Manufacturer narrative:
G4: 24sep2020. B4: 28sep2020 . Information was received that the customer declined repair/service of the device. The device was return without any repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the unit was unable to start up on the alternating current (ac) cord alone. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue and found that the 100 volt ac current input from the ac cord was not converted to 24 volt direct current (dc) properly. Therefore, the power supply which converts voltage needs to be replaced.